Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead was over-sensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient had no adverse consequences.